Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have provided a letter of recommendation from their dentist. In the letter the dentist stated after a thorough evaluation of the patient, it has become clear that the byte aligners have not achieved the desired results in aligning their teeth. More concerning is the development of gingival recession in several areas of the patient's mouth. The aligners have put excessive or uneven pressure leading to this, which could cause long term damage to the gum tissue and underlying bone support and not to mention the incessant jaw pain. There is also noticeable increase dental mobility in certain teeth. As a result of these complication the patient is to discontinue the use of the byte aligners immediately tp prevent further damage to gums and teeth. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.